Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the alleged issue. The exact root cause of the reported event can not be determined especially in the absence of the device and the details about the sequence of events that led to the alleged adverse event. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the involved angio-seal device was deployed and hit the artery in the leg. The patient was sent to the or. This occurred when performing a diagnostic angiogram. The blood loss was less than 250cc's. The patient was stable and currently in the intensive care unit (ICU). The event occurred intra-operative. There were no other devices or equipment used with the reported product. Additional information was received on 05 jan 2023: there were no difficulties with arterial access. The vessels were calcified. The doctor inserted the angio-seal under ultrasound and was unable to deploy the footplate. The angio-seal was left intact, and patient was sent to or for surgery. A thrombectomy surgery was performed in the or. The procedure was successful, and the patient was recovering.

Manufacturer narrative:
Patient identifier: requested, unknown. Date of birth: requested, unknown. Weight: requested, unknown. Ethnicity: requested, unknown. Race: requested, unknown. Implanted date - device was not implanted. Explanted date - device was not explanted. Occupation: director of medical director of medical imaging services. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.